Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. Two days after the evet onset, the patient was hospitalized and was treated with vancomycin injection (1gm, every third day, discontinued ) and amikacin injection (250mg, every day, discontinued) for peritonitis. On an unknown date, the patient was discharged and was recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.